Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2009 pt began to "suddenly not feel well." He was taken to the ER and went into a coma. Pt was in ICU for one week. The pump was filled with saline but the pt and physician decided to turn pump off due to "distance and no further intent of resuming pump therapy." The pump had been off for over 1.5 years. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was ¿shut down¿ 3 ½ years prior to this report date. It was also said, the pump was ¿shut down¿ because ¿it was annoying¿ and because the patient ¿couldn¿t handle the morphine anymore.¿ the patient stated he was a patient of a pain management clinic for ¿about five years¿ and in that process, had seizures related to not getting ¿enough morphine.¿ this prompted an emergency room (ER) visit and subsequent seven day intensive care unit (ICU) admission stay related to ¿coming down from the morphine.¿ the patient was placed back on the pump using morphine, ¿because the pump wasn¿t the problem.¿ the morphine was increased and then the patient ¿went back through it again.¿ the patient also reported having surgery done related to a spur in the spinal column that was hitting nerves. At the time the pump was ¿shut down¿, the pump medication was removed from the pump and the patient did not get the pump refilled anymore, as ¿everything but the alarms¿ in the pump was shut off. The pump was alarming on the day of this report and had been ¿going off¿ for the past three years prior to this report date. The patient didn¿t hear the alarms himself, but ¿everyone else¿ heard it. The patient reported the device had not been working for a long time and so therefore, the patient did not ¿really¿ have a health care provider (hcp). The patient was going to have an MRI for ¿lower back problems.¿ the pump was used to deliver morphine at an unknown dose, but did not have any medication at the time of this report date time.